Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18aug2020.

Event description:
The customer reported that the unit is alarming high internal o2 alarm. The customer contacted product support and reported that the customer has performed the high internal alarm testing and found that the internal oxygen display on the hardware screen is reading 7. The customer verified that the internal fans are running. The product support advised the customer to replace the sensor board. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4:27oct2020 b4:(B)(6)2020. Per bio-med the issue happened during training in rt department, there's no patient involvement. The customer declined repair and the unit was removed from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.